Event description:
This complaint is now reportable based on the analysis completed on 06/13/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24 mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the normal tortuous proximal to mid left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. The product mandrel was returned inserted in the distal lumen of the device; however, due to the present of solidified contrast media, it was not possible to remove the mandrel. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.